Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a missing knob. It was also found that the upper case was broken, the hanger was cracked, the atrial output connector was broken, the atrial encoder o-ring was missing, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned due to a missing knob subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.